Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side "rupture". "Alteration of the morphology of the implant with reduction of the transverse diameter and increase of the anteroposterior diameter presenting net, undulating margins. With some folds as indirect signs of capsular contracture" and "capsular contracture". MRI performed. The device remains implanted.